Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The drive of the rotating anode x-ray tube, which is a consumable part, was defective, which caused consequential damage and resulted in the failure of the x-ray tube. This could be reproduced on the returned part. A stationary rotating anode inevitably leads to a loss of x-ray radiation because overheating occurs due to punctual loading. This overheating leads to errors, such as leakage of the bearing and contamination of the vacuum. The latter then leads to high-voltage flashovers within the x-ray tube, tube arcing, and finally to the loss of x-ray radiation. Despite all qualitative precautions, such failures, which are technologically caused, cannot be completely avoided. The affected x-ray tube has been exchanged by the local service organization and the error has not been reported again. The spare parts consumption of the x-ray tube was checked and no abnormalities were found. Any accumulation of faults or even a systematic error that would lead to corrective action could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an emergency procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.